Manufacturer narrative:
A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot. The explanted prosthesis was not returned for evaluation, but photos of the pump were received. The photos confirmed a separation in one of the exhaust tubes near the connector site. However, without the benefit of analyzing the device quality is unable to determine what may have caused the separation noted.

Event description:
According to the available information, the tubing broke at the connector. The pump was replaced.